Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2008. The patient reported having a vitreous detachment in (B)(6) 2012. At the patients most recent exam on (B)(6) 2013, the eye was normal. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: reportedly, four years after icl implantation, patient was presented with symptoms of flashes/floaters and was told that vitreous detachment had occurred. No medical or surgical intervention was performed. The patient was sent to retinal specialist for further evaluation and no signs of retinal break/ detachment were detected. At the follow up performed on 9/27/2013 there were no reported signs of posterior segment defect. According to the surgeon the patient was very happy with the icl implant and prognosis was excellent (va 20/20). The patient was (B)(6) at the time of the surgery and visian icl is indicated for adults 21-45 years of age. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreortetinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd) and subsequent retinal breaks and retinal detachment. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the physician indicated the patient experienced flashes and floaters. The date of the examination was (B)(6) 2012. The patient had retinal atrophy, a flat retina and mild myopic astigmatism. The patient's current visual acuity post-op is 20/20. The patient is very happy with the icl implants.

Manufacturer narrative:
Results: reportedly, four years after icl implantation, patient was presented with symptoms of flashes/floaters and was told that vitreous detachment had occurred. No medical or surgical intervention was performed. The patient was sent to retinal specialist for further evaluation and no signs of retinal break/ detachment were detected .at the follow up performed on (B)(6) 2013 there were no reported signs of posterior segment defect. According to the surgeon the patient was very happy with the icl implant and prognosis was excellent(va 20/20).the patient was (B)(6) at the time of the surgery and visian icl is indicated for adults 21-45 years of age. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreoretinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd) and subsequent retinal breaks and retinal detachment.(ref: morita h,et all "a clinical study of the development of posterior vitreous detachment(pvd) in high myopia" retina ,1995;15(2):117-24.) The number of publications on vitreoretinal complications have not risen proportionately to the increase in the total number of icls performed worldwide. (B)(4).